Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken by ambulance to the hospital and was diagnosed with blood glucose (bg) values that reached 450 mg/dl. The patient was vomiting and their ketones were high. For treatment, the patient was given anti nausea medication, electrolytes and the patient was given phenergan. The pod was worn between 4 and 24 hours on the leg. The patient had one emergency room (ER) visit prior to the hospitalization on the same day. The pod was reported to have fallen off and the cannula was dislodged. The patient was discharged for this visit at around 2 days. It was noted that the patient was using cannabis and drinking. The pod was discarded.